Manufacturer narrative:
Sensor was successfully removed from the patient on (B)(6)2020. The high rate of inability to remove sensor is being investigated under corrective and preventive action.. No further investigation was found necessary. H6 result code updated to 3221. H6 conclusion code updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On feb 07th 2020, senseonics was made aware of an incident where the physician was unable to remove the sensor on the first attempt made.